Event description:
It was reported that patient complications occurred. In (B)(6) 2020, the patient presented with stable angina. The 90% stenosed, 5 mm x 2.50 mm target lesion was located in mid left anterior descending (lad) artery. Following predilation with a 2.25 mm x 6 mm cutting balloon, the lesion was successfully treated with a 2.50 mm x 12 mm agent dcb which resulted in 25% residual stenosis and timi flow 3. Following treatment, a type b dissection was noted which did not require any intervention. Two hours post procedure, the patient reported chest pain. Laboratory examination revealed elevated troponin levels and an EKG revealed st elevation. The patient was diagnosed with st-elevation myocardial infarction (stemi). A dissection progression was now suspected and coronary angiography was recommended. Coronary angiography revealed 90-99% stenosis in the mid segment and timi flow of 1, with dissection. The target lesion was treated with a non-boston scientific coronary stent followed by balloon angioplasty at the lad trunk using a 2.75 mm x 8 mm nc emerge balloon. Post-revascularization, 0% residual stenosis was noted with timi flow of 3. The next day, laboratory estimations revealed elevated troponin levels. One day later, the event was considered recovered/resolved and the patient was discharged on beta blockers, aspirin and prasugrel.